Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant of a crt-d system, there was a dissection of the coronary sinus by the catheter while attempting to implant the left ventricular (lv) lead. The procedure was abandoned and the lv lead was not implanted. The device was plugged and an attempt will be made to implant the lead in the future. The patient was stable with no serious consequences.